Event description:
The patient's mother contacted animas alleging the subject pump would not power on. At the time of troubleshooting, the reporter claimed she replaced the battery; however, the pump would not power on. The reporter denied any visible damage to the pump's casing or battery cap. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no evidence of power loss was observed in the black box download. The battery compartment and cap were found to be intact. The pump was exercised for 24 hours without power loss. The pump was opened to investigate and no power circuit defects were found. Unrelated to the complaint, no audible tone was observed during testing; the pump piezo sound device was found to have a non-soldered contact. This issue is not likely to cause an adverse event as the vibrate alarm was working appropriately and would still alert the user of an issue.